Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. It was also reported that multiple continuous glucose monitor (cgm) errors occurred, and a new sensor session was unable to be started. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared; however, another malfunction and cgm error recurred. It was indicated that manual injection would be obtained for alternate insulin therapy.